Manufacturer narrative:
The investigation of access site bleeding and low pump flow has been completed. The impella device was not returned for evaluation. Access site bleeding: the root cause of the access site bleeding was most likely patient condition related since the access site was initially stuck several times prior to implanting the pump and since multiple access sites were bleeding. Low flow: data logs show suction and low flows in the early morning of 4-may-2025. No motor current spikes, placement signal (ps) trend or other log pattern identified. The root cause of the low pump flow was most likely patient condition related since the patient was on venoarterial extracorporeal membrane oxygenation (va ECMO) and patient was also coughing experiencing low flow on all devices.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support and during support, there were continuous suction alarm. Around the same time, the patient had a hematoma with oozing. Manual pressure was held and two units of packed red blood cells were given to the patient. Support continued until weaning and explant was successful. The procedural outcome was the patient survived surgery.